Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection leaked. A supply change was performed resolving the issue. Customer's blood glucose level was 74 mg/dl.